Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window and cracked reservoir tube lip. The compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk.

Event description:
The customer called and reported that the insulin pump was alarming with compromised force sensor system and insulin was coming out of the tubing really fast during manual prime process. Customer's blood glucose was 247 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.